Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR# 2249697-2012-00084.

Event description:
It was reported that, "the patient had a knee replacement. The patient states he had constant pain immediately following the primary knee replacement as well as a loss of balance. The pain became so severe that there were times that he could not walk or drive. The knee stayed inflamed, hot and swollen. After complaining to his implant surgeon a number of times he refused to treat him. Two separate arthroscopic surgeons told this patient that stryker implants are not suited for brittle diabetics. The patient has undergone a revision."